Event description:
During svc testing, a baxter field svc engineer reported a failure code 812:02 on channel b. The hosp rep did not have info regarding whether there have been any reports of pt incident involving this pump since the last baxter svc event.